Event description:
It was reported by service report that the bed would not lower when the down function was activated, and the lifts could not be electronically lowered to the lowest position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - cpu board malfunctioned.